Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient had stimulation in the wrong location. The issue began about a month prior to the report and the change was sudden. The patient had not had any falls or trauma. Their stimulation was just not hitting the targeted area anymore. The patient had sciatica down their right leg and it was ¿killing him¿. The patient could not sleep the night prior to the report due to the sciatic nerve pain. The patient had tried every program on their patient programmer and was not getting relief. The patient noted that their stimulation settings had changed. The patient had a doctor¿s appointment scheduled for the (B)(6) after the report but did not think they could wait that long. The patient met with a manufacturer representative on (B)(6) and they were reprogrammed to give them more relief and cover their pain more effectively. No troubleshooting was necessary. Further follow-up noted that the change in stimulation was gradual. The patient had been moving and doing a lot more physical activity over the few months prior to the report so their pain increased due to that. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.